Event description:
Patient admitted for chest discomfort, near syncope, low blood pressure, four days post implant. Echo found microperforation, with pericardial effusion, deemed related to implant. Later echo showed resolution; no patient complications.